Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2024. The primary cause of death was unknown. The pump was worn at the time of passing. The last known product(s) for this customer are as follows: unk_sensor, mmt-332a, unomedical, mmt-1715k. Troubleshooting was performed and the reporting party suspected that the death was caused due to pump malfunction. No product return is required for unk_sensor. No product return is required for mmt-332a. No product return is required for unomedical. Product return is required for mmt-1715k.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding product return which was not included in the initial report. The information has been provided in sections b5 (updated the summary), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (product return status) with this report. Also, additional information has been received regarding the aware date change which was not included in the initial report. So, the aware date has been changed to 03-apr-2025 as per new additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: no product return is required for mmt-1715k.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event is not reportable on the insulin pump as the customer had not alleged any malfunction on the pump and also the reason of death was not due to diabetes. Also, the insulin pump was worn at the time of death. Hence the event submitted under regulatory report number 2032227-2025-164412 is not reportable.